Event description:
As reported: the first 18f manta, sheath and dilator were in the patient, dilator removed, loaded the bypass tube over the wire and it would not enter the sheath after many attempts, it kept popping out and physician was having a very hard time. A second 18f manta was opened and the guidewire lumen was not exposed so we couldn't load the wire onto it. A third 18f manta was opened and the physician was able to shove the bypass tube into the sheath. It did not go in easily, it also kept popping out of the sheath valve. The same sheath was used from the first manta and it stayed in the patients body, the only thing we kept changing was the manta closure unit.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
Three 18f manta closure units were returned for investigation. During inspection the engineer noted blood particulates present on all components. The components were decontaminated then visually inspected. One unit did not exhibit an engaged lever; no bypass tube noted. The collagen plug components (anchor, collagen pad, radiopaque lock) observed to be within the manta carrier tube. One unit did not exhibit an engaged lever; bypass tube noted to be present. The collagen plug components (anchor, collagen pad, radiopaque lock) observed to be within the manta carrier tube. Guidewire lumen kinked and unable to be pushed forward. One unit exhibited an engaged lever and locked into the manta sheath. The collagen plug components (anchor, collagen pad, radiopaque lock) were not present. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was deployed for closure. After multiple attempts to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube continuously met with resistance. The first 18f manta closure was removed, the first sheath remained in place, and a new 18f manta closure was opened. A second manta closure unit was opened; however, the guidewire lumen was not exposed, and was unable to be loaded onto the wire. A third manta closure was opened and again, while attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with resistance, but was able to advance completely. The physician was able to insert the manta completely into the sheath and snap the closure and sheath together. It did not easily go together, due to it continuously popping back out. The first manta sheath remained in position in the patient and was not exchanged when the second and third manta closure exchanges occurred. Procedure requirements indicated in the IFU state the manta device is for single use only and should not be reused in any manner. And must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. Additionally, in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00208 manta.